Manufacturer narrative:
Updated information: d4 catalog number updated. D9 device return date.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp 10 was inserted through the 14fr low profile sheath via right femoral artery in a 81 year old male who was admitted for cardiac ablation. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. Approximately 6 hours after insertion, the patient's pulses were lost and a fem to fem bypass was performed using antegrade 5fr sheath, which successfully regained pulses. It was reported that the initial stick was low and at the bifurcation. In addition, the patient was on high dose vasopressors. On day 2 of support, the patient had pink/red urine with rising lactate dehydrogenase levels. The device was decreased from p-9 to p-7, in which hemolysis was still noted. The patient was hypovolemic with central venous pressure of 3, and echocardiogram showed a decompressed left ventricle. It was reported the patient had a small left ventricle. The hemolysis resolved with fluid and albumin administration. The device was explanted.